Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 8 bd q-syte extension sets 15 cm (6 in) 0.34 ml micro bore had the septum unglued. The following information was provided by the initial reporter: "in cardiovascular pediatrics, when the connector is connected, it is found that the part of the separator were torn. It hope to test the product and return the test result."

Event description:
It was reported that 8 bd q-syte extension sets 15 cm (6 in) 0.34 ml micro bore had the septum unglued. The following information was provided by the initial reporter: "in cardiovascular pediatrics, when the connector is connected, it is found that the part of the separator were torn. It hope to test the product and return the test result."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Examination of the photos showed that the damage to the sample is most likely attributed to improper use of the product during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.